Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip. Noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.